Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos in 2007. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pain, left side pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with the da vinci robot and a bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and back pain outcome was unknown and the abdominal pain, genital haemorrhage and migraine had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2014 (discrepancy noted per pfs), there were four coils present on the right, in the left fallopian tube three coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result not provided. Lot number: b59455, manufacture date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos in 2007. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal pain ("abdominal pain, left side pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with the da vinci robot and a bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and back pain outcome was unknown and the abdominal pain, genital haemorrhage and migraine had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2014 (discrepancy noted per pfs), there were four coils present on the right, in the left fallopian tube three coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: result not provided. Most recent follow-up information incorporated above includes: on 20-dec-2019: event injury was replaced with events from pfs: pelvic pain, abdominal pain, genital bleeding, migraine, back pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.